Event description:
It was reported via repair work order that the cot could not lock into the fastening system due to a broken cot retaining post. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.